Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for inspection, and the customer's complaint of leakage was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the damage to the device was caused by user handling when the device fell. Additionally, the following are probable causes for no image: blackout of endoscope image due to broken wire or short circuit in the imaging cable. Blackout of endoscope image due to short circuit caused by cracked tabs on the imaging circuit board. Blackout of endoscope image due to separation of the joint of the imaging circuit board. Blackout of endoscope image due to abnormal continuity caused by internal water immersion. Blackout of endoscope image due to abnormal continuity of connector or cord. Blackout of endoscope image due to connector damage or deformation. Blackout of endoscope image due to lens damage or contamination. In addition, the following non-reportable malfunctions were found during the device evaluation: abnormal degree of angulation; destruction of the image sensor; and breakage of the ultrasonic transducer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the scope fell from the table and the handle area was damaged resulting in a leak. The event occurred during preparation for use. There was no report of patient injury. The device was returned to olympus for inspection where the repair center found the entire screen became black and showed no images. This report is being submitted for the malfunction found during inspection.